Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to patient anatomy (fragility of leaflet). The reported mitral regurgitation (mr) was a cascading event of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the eifu (electronic instructions for use), and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on 21 may 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2026, the patient returned symptomatic with dyspnea and recurrent mr of grade 3 due to single leaflet device attachment (slda) of one clip from the posterior leaflet. . There was no clinically significant delay reported.